Manufacturer narrative:
Failure to follow instruction - balloon inflated over rbp.

Event description:
Physician was attempting to treat a severely calcified lesion in the mid right sfa using inpact admiral paclitaxel eluting balloon catheter. The lesion was predilated with an amphirion pta balloon. It was reported that the device was used in treatment of target lesion (3min at 12 atm) after that a recoil was present (more than 60%) and a protege stent was implanted. The inpact admiral device 5 x 80 was used to post dilate the stent (at 16 atm) and the balloon burst. The outcome of the procedure was a very good result without recoil. There was no injury to patient reported in this event.

Manufacturer narrative:
Evaluation results: based on the information available no root cause could be determined. No results available since no evaluation was performed - device or procedural images have not been received from review. No device received for evaluation. Evaluation conclusion: based on the information available no root cause could be determined. Unable to confirm complaint - device or procedural images have not been received for review. No device returned - no device received for evaluation. (B)(4).